Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t wave oversensing was observed on the ventricular channel of the implantable cardioverter-defibrillator via remote transmission. Programming change was discussed. Patient was stable.

Event description:
New information received notes that programming changes were made. Patient¿s condition was stable before, during and after the event.